Event description:
Subsequently developed swelling in his right knee, not cellulitis [injection site joint swelling] ([off label use in unapproved indication]). Case narrative: initial information received on 27-aug-2025 regarding an unsolicited valid non-serious case received from a physician; upon information received on 11-sep-2025 case was upgraded to serious. This case is linked with (B)(4) (case for another patient). This case involves a 60-year-old male patient who subsequently developed swelling in his right knee, not cellulitis with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication and family history were not provided. On the unknown date of (B)(6) 2024, the patient received hylan g-f 20, sodium hyaluronate injection (strength: 48mg/6ml) in the knee at a dose of 6ml once via route intra-articular for grade 4 chondromalacia (latency: same day) (off label use). On the same day, patient had lidocaine which was previously applied to the area, then synvisc one, and the patient subsequently developed swelling in his right knee, not cellulitis (injection site joint swelling). He did not require hospitalization; he was only referred to rheumatology and prescribed painkillers and corticosteroids (unspecified). The patient eventually recovered after an unspecified period. The reporting physician cannot provide the batch number, expiration date, or further information because this case occurred last year. The reporting physician does not provide further details. Information on batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable. Corrective treatment: corticosteroids and anlgesics for injection site joint swelling at time of reporting, the outcome was recovered/resolved. Seriousness criteria: intervention (medication) required for injection site joint swelling. A product technical complaint (ptc) was initiated on 27-aug-2025 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). The ptc stated: based on the complaint from intake team, it is inferred that there is no confirmed complaint reported. As the batch number is unknown, lot history review and assessment is not possible. Complaint sample is not available. Hence assessment is not applicable. The product lot number was not provided, making batch record review and assessment impossible. All finished batch records must be reviewed for specification conformance before release. Any out-of-specification results are addressed through the nonconforming material or product process. Adverse events will be monitored by the mah (marketing authorisation holder), with periodic trend analysis. If a CAPA (corrective action and preventive action) was required, "complaint handling" will be followed. Based on investigation outcome and no qee (abbreviation not known) was opened. No qdn (abbreviation not known) was opened. As there is no batch number available. The investigation urgency was confirmed as standard. As the batch number was not available for subject complaint, no assessment is possible. Hence investigation conclusion on 25-sep-2025 was selected as no assessment possible with cause code as undetermined cause. Additional information was received on 11-sep-2025 from the physician. Additional event of off label use was added as symptom to injection site joint swelling. Case upgraded to serious from non-serious with the addition of the seriousness criteria of intervention required for injection site joint swelling. Event of cellulitis was deleted. Start date of suspect updated. Indication added. Clinical course updated and text amended accordingly. Additional information was received on 25-sep-2025 from the quality department. Global ptc number and ptc results added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 11-sep -2025: this case involves a 60-year-old male patient who had injection site joint swelling while being treated with synvisc one. The causal role cannot be denied, however, lack of information regarding relevant medical history, concurrent conditions, underlying disease, therapy details, event details, pre-existing risk factors, personal and lifestyle history precludes comprehensive case assessment. The case will be reassessed based on follow-up information that will be received.

Event description:
Subsequently developed swelling in his right knee, not cellulitis [injection site joint swelling], [off label use in unapproved indication]. Case narrative: initial information received on 27-aug-2025 regarding an unsolicited valid non-serious case received from a physician; upon information received on 11-sep-2025 case was upgraded to serious. This case is linked with case (B)(4) (case for another patient). This case involves a 60-year-old male patient who subsequently developed swelling in his right knee, not cellulitis with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication and family history were not provided. On the unknown date of (B)(6) 2024, the patient received hylan g-f 20, sodium hyaluronate injection (strength: 48mg/6ml) in the knee at a dose of 6ml once via route intra-articular for grade 4 chondromalacia (latency: same day) (off label use). On the same day, patient had lidocaine which was previously applied to the area, then synvisc one, and the patient subsequently developed swelling in his right knee, not cellulitis (injection site joint swelling). He did not require hospitalization; he was only referred to rheumatology and prescribed painkillers and corticosteroids (unspecified). The patient eventually recovered after an unspecified period. The reporting physician cannot provide the batch number, expiration date, or further information because this case occurred last year. The reporting physician does not provide further details. Information on batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable. Corrective treatment: corticosteroids and anlgesics for injection site joint swelling. At time of reporting, the outcome was recovered/resolved. Seriousness criteria: intervention required for injection site joint swelling. Additional information was received on 11-sep-2025 from the physician. Additional event of off label use was added as symptom to injection site joint swelling. Case upgraded to serious from non-serious with the addition of the seriousness criteria of intervention required for injection site joint swelling. Event of cellulitis was deleted. Start date of suspect updated. Indication added. Clinical course updated and text amended accordingly.